Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during the archive data review and functional testing. The root cause of the (ua) 45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. During the visual inspection of the returned platform, a cracked front enclosure and a bent battery lock were observed, unrelated to the reported complaint. This physical damage was likely due to mishandling, such as a drop. The front enclosure and a battery lock were replaced to address the physical damage. In addition, unrelated to the reported complaint, the UDI label was observed to be worn out. The observed issue was likely attributed to user mishandling or wear and tear. The UDI label was replaced to remedy the issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the lack of regular maintenance as the frequent daily checks were not performed by the customer. The archive data show the presence of a user advisory (ua) 45 error message around the customer's reported date that likely related to the drive shaft not being in the home position during the power on, thus confirming the reported complaint. Functional evaluation failed as the autopulse platform displayed a (ua) 45 advisory message upon powering up, confirming the reported complaint. The driveshaft was rotated to the "home" position to remedy the fault. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following the service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer tried to clear the error, but the ua45 persisted. No patient involvement.